Manufacturer narrative:
Citation: ghobrial j, aboulhosn j. Impact of right-sided-catheter-based valve implantation on decision-making in congenital heart disease. Curr cardiol rep. 2016 apr;18(4):33. Doi: 10.1007/s11886-016-0712-2. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature meta-analysis of a patient with a medtronic mosaic bioprosthetic valve (serial number not provided) in the tricuspid position who underwent a valve-in-valve implant of a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.